Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient also developed mrsa infection at the implant site. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to wound dehiscence. It is unknown if there are plans to reimplant the patient with another cochlear device as of this date of report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient was treated with antibiotics (specific type, date and duration not reported).